Event description:
It was reported that the shock impedance of the right ventricular (rv) lead on this implantable cardioverter defibrillator (ICD) system was high out of range at 161 ohms at routine follow-up. A commanded shock test was performed where this ICD correctly terminated the induced arrhythmia. The impedance trigger was reprogrammed to 200 ohms at this time. No additional adverse patient effects were reported. Currently, this ICD system remains in service.